Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the usb charging cable was broken. Subsequently, the customer was unable to charge the pump. There was no reported impact to the customer's blood glucose level. A replacement cable was sent to the customer.